Event description:
Spontaneous call. Patient reporting that she changed her cartridge on sunday morning then last night she checked her pump and realized that the cartridge was still about 90%full. Patient restarted her infusion at her maintenance dose rate of 0.028 ml/hr (37 nkm) and went to bed. Patient woke up this morning feeling terrible. Patient noted that she was previously told by her md if something like this occurred, she should reduce her rate by half and increase by 0.002 ml/hr every day as tolerated until she gets back up to her maintenance dose. Patient also had not changed her cartridge after 72 hours because she thought if pump wasn't running she wouldn't have to. Patient was advised to change cartridge after 72 hours. Patient was able to speak to mdo and was instructed to reduce rate to 0.014 ml/hr and increase by 0.002 ml/hr every 4-6 hours during waking hours as tolerated until she gets back to 0.028 ml/hr. No other information avail. Fault occurred while in use. Fault caused injury. Pt was instructed to reduce rate by me. Device available for investigation. Device being replaced. Pt had backup device. Infusion life sustaining. Reported to (B)(6)/caremark by pt/caregiver.